Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during a lensectomy, the phaco machine was not irrigating in the visco setting. Manual irrigation with a syringe was performed. The case was completed without patient harm. This is one of two reports for this facility.

Manufacturer narrative:
No service has been performed. The customer did not return calls to set up support or service. Therefore, the reported event could not be replicated or confirmed. The system was manufactured on june 29, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).